Event description:
It was reported that occlusion, and pain occurred, requiring intervention on (B)(6) 2024, the subject underwent treatment with the eluvia drug eluting stent as a part of the clinical trial. The target lesion #001 was in the left proximal popliteal artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 78 mm lesion length with 100% stenosis and was classified as tasc ii class not applicable. Prior to the treatment of target lesion with the study device, 6 mm x 10 mm viabahn stent was placed. Treatment of target lesion was performed placement of 6 mm x 68 mm eluvia drug eluting stent, study device. Following treatment post dilation was performed using 5 mm x 80 mm armada pta balloon, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2024, the subject visited the hospital for study specific 6 month follow up visit and underwent lower extremity arterial plethysmography which revealed: the left lower extremity ankle brachial index (abi) was consistent with mild arterial occlusive disease with severely decreased toe pressure, left distal sfa and popliteal artery stents were noted to be occluded. The left dorsalis pedis artery was likely occluded with possible significant inframalleolar disease as well. Normal right lower extremity ankle brachial index (abi) and toe pressure. Abi was noted to be 1.25 on right leg and 0.73 on left leg, toe-brachial index (tbi) was noted to be 0.89 on right leg and 0.22 on left leg. On (B)(6) 2024, the subject underwent left lower extremity angiogram, it was revealed widely patent femoral artery, profundo femoral artery and proximal superficial femoral artery. Occlusion was noted in the above and behind the knee popliteal stents with reconstitution of the below-knee popliteal artery through collaterals and one-vessel runoff through the posterior tibial artery into the foot. Based on the findings, the subject was recommended for left femoral to below knee popliteal bypass surgery. On 2(B)(6) 2024, 181 days post index procedure, in-stent occlusion was noted in left popliteal artery. A longitudinal left femoral arteriotomy was performed followed by bypass surgery with proximal anastomosis in left femoral artery to distal anastomosis in below knee popliteal artery using ringed polytetrafluoroethylene (ptfe) propaten graft. Post procedure, palpable dorsalis pedis pulse was noted and haemostasis was achieved. The wound vac was placed in the left groin; the incision was closed by reapproximating subcutaneous tissues with multiple layers of vicryl and skin was reapproximated with skin staples. The subject was sent to recovery room in a stable condition. On (B)(6) 2024, the event was considered to be resolved. On (B)(6) 2024 and the subject was discharged from hospital.

Manufacturer narrative:
A2 - age at time of event: 61 years at time of enrollment. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that occlusion, and pain occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the eluvia drug eluting stent as a part of the clinical trial. The target lesion # 001 was in the left proximal popliteal artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 78 mm lesion length with 100% stenosis and was classified as tasc ii class not applicable. Prior to the treatment of target lesion with the study device, 6 mm x 10 mm viabahn stent was placed. Treatment of target lesion was performed placement of 6 mm x 68 mm eluvia drug eluting stent, study device. Following treatment post dilation was performed using 5 mm x 80 mm armada pta balloon, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2024, the subject visited the hospital for study specific 6 month follow up visit and underwent lower extremity arterial plethysmography which revealed: the left lower extremity ankle brachial index (abi) was consistent with mild arterial occlusive disease with severely decreased toe pressure, left distal sfa and popliteal artery stents were noted to be occluded. The left dorsalis pedis artery was likely occluded with possible significant inframalleolar disease as well. Normal right lower extremity ankle brachial index (abi) and toe pressure. Abi was noted to be 1.25 on right leg and 0.73 on left leg, toe-brachial index (tbi) was noted to be 0.89 on right leg and 0.22 on left leg. On (B)(6) 2024, the subject underwent left lower extremity angiogram, it was revealed widely patent femoral artery, profundo femoral artery and proximal superficial femoral artery. Occlusion was noted in the above and behind the knee popliteal stents with reconstitution of the below-knee popliteal artery through collaterals and one-vessel runoff through the posterior tibial artery into the foot. Based on the findings, the subject was recommended for left femoral to below knee popliteal bypass surgery. On (B)(6) 2024, 181 days post index procedure, in-stent occlusion was noted in left popliteal artery. A longitudinal left femoral arteriotomy was performed followed by bypass surgery with proximal anastomosis in left femoral artery to distal anastomosis in below knee popliteal artery using ringed polytetrafluoroethylene (ptfe) propaten graft. Post procedure, palpable dorsalis pedis pulse was noted and haemostasis was achieved. The wound vac was placed in the left groin, the incision was closed by reapproximating subcutaneous tissues with multiple layers of vicryl and skin was reapproximated with skin staples. The subject was sent to recovery room in a stable condition. On (B)(6) 2024, the event was considered to be resolved. On (B)(6) 2024 and the subject was discharged from hospital. It was further reported that pre-dilation was performed using 5 mm x 80 mm and 4 mm x 100 mm non-bsc pta balloons. Treatment of target lesion was performed by placement of a 6 mm x 60 mm eluvia drug eluting stent, study device. Following treatment post dilation was performed using 5 mm x 80 mm non-bsc pta balloon, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject visited hospital for planned bypass procedure with complaints of limb threatening ischemia of left lower extremity with rest pain for several months. The subject also reported of difficulty in walking due to pain.

Manufacturer narrative:
A2 - age at time of event: 61 years at time of enrollment. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.